Manufacturer narrative:
D10 concomitant products: sigphandle - sig power sigphandle handle, serial# (B)(6) sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unknown unknown egia su - unknown endo gia sulu, lot# unknown sigphandle - sig power sigphandle handle, serial# unknown unk-sigadapt - unknown signia egia adapter, serial# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic appendectomy, when attempting to access the trocar with the reload and powered handle, the reload would not fit through the 12mm trocar. It was identified that the jaws of the reload were not completely closed. A new handle, adapter, shell, and reload were used and had similar failures. The reload jaws were pinched shut to allow the reload to fit through the trocar. There was no patient injury.